Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was identified as requiring replacement. A repair quote was issued to the customer and is pending approval.